Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced premature atrial contractions (pacs), occasional premature ventricular contractions (pv cs), self-terminated ventricular fibrillation (vf) and seizure-like symptoms on the same day as their leadless implantable pulse generator (ipg) was implanted. It was further reported that the leadless ipg exhibited occasional small p waves. Reprogramming occurred and the patient was put on medication. Approximately one week later, it was reported that the patient experienced shortness of breath, their arm was shaking and they had no atrioventricular (av) synchrony. It was suspected that the patient experienced another arrhythmic episode. It was also reported that the leadless ipg was over-sensing. Further reprogramming occurred. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: remove method code. Update result and conclusion code. If information is provided in the future, a supplemental report will be issued.